Manufacturer narrative:
Concomitant medical products: 1688t-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained and sensing integrity counter (sic) episodes. The lead had a lead warning for low lead impedance out of range. The lead was found to have low r-wave values. The lead had t-wave oversensing (twos). The patient underwent a venography and x-ray fluoroscopy to determine patency of the existing vein for lead revision. The lead detection and therapy was programmed off. The lead is scheduled to be replaced. The lead remains in use. No patient complications have been reported as a result of this event.